Event description:
It was reported that the ventricular lead exhibited noise which was easily reproducible with arm movement. Impedances were less than 200 ohms in the bipolar and unipolar configurations. The capture threshold was 1.75v with sensing of 3.1 to 3.3 mv. The patient would be monitored.

Manufacturer narrative:
Na